Event description:
The dentist reported that the abutment screw fractured and was replaced with a new screw.

Manufacturer narrative:
The returned screw was visually inspected and confirmed to be fractured. General wear and residue was observed on the threading. The dimensions of the part do not match the item reported by the complainant (uniht). The customer was reached out to, but they could not provide any further information on the item sent. A device history review has not been completed as the lot associated with the unit has not been provided by the complainant. No definitive root cause can be determined.